Event description:
During a planned procedure for placement of stereoelectroencephalography (seeg) electrodes to treat an epilepsy patient, the expert surgeon encountered abnormal resistance seemingly at the level of the dura. The procedure was aborted and a head CT revealed the patient developed an epidural hematoma. The surgeon performed a small parietal craniotomy, which revealed no dominate site of bleeding, just a general oozing from the surface. It was later noticed that the coagulation probe tip looked different. The tip of the coagulation probe until the insulation, after sterilization measured to 4.05 mm. According to the manufacturer, the specified dimension of exposed metal is 1 mm. It is felt that the greater uninsulated surface area resulted in inconsistent transmission of the coagulation current to the dura resulting in increased pressure being applied to penetrate the dura. This in turn pushed the dura off of the overlying calvarium leading to the hematoma. This product was re-sterilized individually at 273 degrees fahrenheit for 12 minutes, which is within manufacturer's specifications. Two other probes were measured and found to measure at 2.30 mm and 2.58 mm of exposed metal at the tip of the probe. Each of these probe measurements are outside of the manufacturers specifications.